Event description:
Caller reported a cgm error associated with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with detailed instructions for a complete pump reset, and the caller planned to perform the reset when ready and follow up if the issue continued.